Manufacturer narrative:
This report is submitted on january 8, 2020.

Event description:
Per the clinic, the patient experienced infected skin over the implant site that was debrided and antibiotics (oral and topical) were administered but with no improvement. The device was explanted on (B)(6) 2019. The patient was not reimplanted with a new device during the same surgery.